Manufacturer narrative:
A siemens field service engineer (fse) was sent to the site and determined that the tubing from the wash 1 bottle to the wash 1 reservoir was bent which restricted its flow. As a result, the sample cuvettes were not adequately washed which caused the discrepant results. The fse replaced the wash 1 tubing and after this service, the instrument was running as intended. For MDR reporting purposes this event is considered closed.

Event description:
A customer reported false positive results for the tni-ultra (troponin) assay on one of the advia centaur systems in their lab. When the samples were repeated on a second centaur system, the results were negative. The customer indicated that the patients were sent for treatment, but the customer would not specify the type of treatment.